Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: lens was not implanted. Explant date: lens was not implanted, therefor not explanted. (B)(6). The intraocular lens (iol) has not yet been returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the lens could not be advanced, cannot be unfolded. Only the cartridge tip was in contact with the patient¿s eye. Through follow-up we clarified that during preparation and prior to patient contact, the lens could not be advanced easily. It was expelled with difficulty while on the preparation table, leading to the lens showing damage when outside of the unit, a tear in the optic. No additional information was provided. This report is for the second reported lens. A separate report will be submitted for the first lens.

Manufacturer narrative:
Correction: upon further review of the file, it was noted that this event is no longer reportable as further information provided showed that the lens damage was the result of additional force being applied which went against the correct usage of the device as per the directions for use (dfu) by johnson & johnson. Therefore, this supplemental filing is to state that this event is not reportable per additional information received and no further information will be provided as issue was due to use error. The current report captures the information below as issue is due to use error: section h6: medical device problem code: 1670 (use of device problem). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - returned to manufacturer? Yes. Section d9 - date returned to manufacturer: april 15, 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the lens stuck to it. Inspection of the handpiece revealed no issues. The lens was removed and cleaned; no issues with the lens could be identified. Manufacturing record evaluation the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion as a result of the investigation, there is no indication of a product quality deficiency. Correction: the initial report 3012236936-2022- 00908 should have included the following information. The current report captures this correction: section h6: component codes: 4755 - part/component/sub-assembly term not applicable all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.